Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We had a total hip replacement (thr) and it was complicated at the moment of adding the final piece, the impactor broke. The screws were tried to be placed but it did not have a good grip because the patient had osteoporosis. And for that reason they cemented the liners. And when he was placing the biostop 18 it broke off and could not place it and placed another measure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Examination of the attached photograph confirmed the reported event. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.